Event description:
It was reported that during a peripheral embolization treatment procedure a coil protruded from the catheter tip. The target lesion was located in the bronchial artery. A micro catheter was placed into the target lesion and a 3mm x 6cm interlock coil was inserted over a previously inserted coil. However, it was noted that the 3mm x 6cm interlock coil was not detached. The pusher was advanced three times but the interlock coil would not detach and the pusher wire was unable to be pulled. The micro catheter was pulled back and removed as a unit with the coil. It was noted that the coil was exposed from the tip of the microcatheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a peripheral embolization treatment procedure, a coil protruded from the catheter tip. The target lesion was located in the bronchial artery. A micro catheter was placed into the target lesion and a 3mm x 6cm interlock coil was inserted over a previously inserted coil. However, it was noted that the 3mm x 6cm interlock coil was not detached. The pusher was advanced three times but the interlock coil would not detach and the pusher wire was unable to be pulled. The micro catheter was pulled back and removed as a unit with the coil. It was noted that the coil was exposed from the tip of the microcatheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned catheter, pusher wire and coil revealed the coil was returned protruding from the tip of the catheter. Dried blood was visible in the catheter hub and severe difficulty was experienced advancing the coil from the catheter due to a significant amount of blood in the catheter. On removal the coil was inspected and was severely stretched at the proximal end and dried blood was present. On removal of the dried blood, the coil interlocking arm was found to have been pulled off. The pusher wire was inspected and the distal end was severely stretched. The core wire of the pusher wire was broken between the distal solder joint and mid solder joint. Microscopic inspection revealed the zap tip shape and surface was smooth. No damage was noted to the interlocking arm of the pusherwire ss coil. As the pusher wire and coil were damaged not all dimensions could be measured. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter and "user to begin continuous flush before introducing the coil into the catheter." (B)(4).